Event description:
I used renu moisture loc contact lens saline solution from sept-oct, my first visit to dr for check up until announcement from bausch & lomb that there was a problem with the solution. I was diagnosed with fusarium keratitis following the use of the solution. Had to go through treatment 3 times. My vision worsened and dr stated I had scar damage.